Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when the investigation is completed.